Event description:
It was reported that the pacemaker was returned due to unknown device issue. The pacemaker was not used and there was no patient involvement.

Manufacturer narrative:
The device battery voltage was above elective replacement indicator (eri) level upon receipt. Device image was analyzed and the battery trend indicated voltage/ current were in normal range of operation. Reset log and nmi log indicated device was in reset due to bus error. This is consistent with an anomalous integrated circuit on hybrid. Longevity assessment was performed based on nominal and device was in the normal range of operation with appropriate remaining longevity. Further investigation, including cold soak, found no anomaly. The condition of reset/ nmi record could not be reproduced during investigation. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.